Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in respect to the reported symptom (door not fully latched), which was reproduced. The messages were found to be caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient involvement.